Event description:
Following a magnetic resonance imaging (MRI), the device as found to be in backup vvi mode (bvvi). The device has not been programmed into MRI mode. Technical support was contacted and attempts to restore the device were performed, however, was not successful. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power-on-reset as a result of off-label MRI exposure. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.